Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. The power on reset (por) was a power supply por that occurred on (B)(6) 2015. (B)(4)

Event description:
It was reported that a power on reset (por) occurred with the implantable cardiac monitor. The reset was cleared and the device rema ins in use. No patient complications have been reported as a result of this event.